Event description:
It was reported that during the procedure the tip of the trinica guide broke off. There was a delay of thirty to sixty minutes while the surgeon attempted to retrieve it. The patient retained the tip. There were no additional patient impacts reported.

Manufacturer narrative:
Accounting for the diagonal fracture seen in the visual inspection, it's possible off-axis forces produced a torque that overcame the material properties of the angle-limiting pin. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Additional information in d4: lot number, d10, h3, and h6: method. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the trinica guide broke off. There was a delay of thirty to sixty minutes while the surgeon attempted to retrieve it. The patient retained the tip. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the trinica guide broke off. There was a delay of thirty to sixty minutes while the surgeon attempted to retrieve it. The patient retained the tip. There were no additional patient impacts reported.